Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified baxter access set leaked. The event was further reported as the patient was receiving a dobutamine infusion via the internal jugular vein, and the leak was observed at the non-baxter cap on the y-site. There was no patient injury or medical intervention associated with this event. No additional information is available.